Event description:
The daughter of a (B)(6) male patient called zoll customer support to report that the patient's battery charger/modem was not working. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger not working) was confirmed. Upon investigation the battery charger/modem was resetting. The cause for the resets was isolated to corrupt data on the flash memory chips (u102, u105). The root cause of the corrupt flash programming could not be positively identified. Additionally, contamination was discovered on the battery board. The root cause of the contamination could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery/charger/modem.